Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a few weeks ago, he had about 4 errors that said pump error. The customer stated that the delivery stopped after the pump error. The customer stated that the pump was not exposed to high magnetic field. The customer was assisted with the displacement test. The customer stated that the test passed. The customer did not have time to finish troubleshooting. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 130 was noted during testing. The pump was received with minor scratches on the lcd window and case.